Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign particles were observed in the bd plastipak¿ luer-lok¿ syringe, used to prepare cytostatic solutions, and in the blister packaging before use. This complaint was created to capture 1 of 4 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: customer has been using bd plastipak syringes for more than 20 years to prepare cytostatic solutions via volumetric dosing. They use needles or spikes to draw up medication. During the past 3 months, they have been finding particles inside the syringe, but also outside the syringe inside the blister. Among 300-400 preparations, they find particles in about 2-3 syringes.

Manufacturer narrative:
Investigation: two photos and one sample were provided to our quality engineer for investigation. Unfortunately, we are unable to locate the physical sample at this time. Through visual inspection of the photos, a particle can be observed inside the syringe barrel on the stopper. Based on the photo we are not able to identify he origin of the particle. Ten retained samples of the reported lot were used for evaluation, no foreign matter was identified. A device history review was performed for reported lot 1810267, finding one annotation related to the alleged defect. During the assembly process, polypropylene particles were detected inside the syringes. Once identified, the manufacturing process was stopped and cleaning was performed according to procedure. These particles generate during the transport of pieces in the manufacturing area. It was determined the reported failure is related to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. A project was recently initiated to evaluate and further reduce foreign matter within our product.

Event description:
It was reported that foreign particles were observed in the bd plastipak¿ luer-lok¿ syringe, used to prepare cytostatic solutions, and in the blister packaging before use. This complaint was created to capture 1 of 4 related incidents. The following information was provided by the initial reporter, translated from german to english: customer has been using bd plastipak syringes for more than 20 years to prepare cytostatic solutions via volumetric dosaging. They use needles or spikes to draw up medication. During the past 3 months, they have been finding particles inside the syringe, but also outside the syringe inside the blister. Among 300-400 preparations, they find particles in about 2-3 syringes.